Event description:
It was reported that this right ventricular lead exhibited fluctuating shock impedance measurements that ranged from normal to over 200 ohms. The physician tested the vectors and it was determined that the issue was related to the proximal coil. The device was reprogrammed to optimize device function. The heath care provided stated that they would discuss the updated programming with the physician. The lead remains in service. No adverse patient effects were reported.